Event description:
The raabe sheath broke into 3 pieces inside of the patient and were subsequently retrieved via open surgery. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.